Manufacturer narrative:
Result: worn gill brake plate kit. Medwatch # (B)(4) was submitted in error on (B)(4) 2011. The correct medwatch number for this per is (B)(4), being filed today.

Event description:
It was reported by service report that the foot-end brakes were not holding. No patient involvement or adverse consequences were reported.